Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30307024m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the event while mapping after the ablation phase, pericardial effusion was noticed as the patient became hypotensive. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 450 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the adverse event is that it was procedure related. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed during the case with an unknown transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set within normal flow settings: 2ml/min when off ablation, and 15ml/min during rf. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm for 5 sec, 20% at 5g, respiration adjustment used. Tag size: 2mm. Respiration adjustment was used as additional filter. The color option used prospectively was time: custom 5-10 seconds